Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after the implant of this right ventricular (rv) lead and pacemaker, the pacing impedance measurement on the rv lead was above 2,000 ohms. The sensing and pacing threshold measurements were in an acceptable range. There was no loss of capture or any episodes of asystole reported. It is suspected that the terminal pin of the rv lead is not fully inserted into the device header or the setscrew is not full engaged. A lead revision was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The rv lead will not be returned. The pacemaker remains implanted and in service. All measurements with the new lead were in normal range.